Event description:
It was reported while a patient had activated a pod, prior to placement on the pod infusion site the cannula deployed early. The patients reported blood glucose level was 100 mg/dl. The pod was not worn. As treatment, the patient applied a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.